Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 19 mm. The diameter of the aneurysm entry was 20 mm. Proximal neck length by centerline was 80 mm. During the index procedure and after the main body was deployed the physician had difficulties removing the delivery system. The physician tried to advance another manufacturer¿s wire from the end of the delivery system, but the guide wire could not be inserted. The physician tried to lift and withdraw the delivery system without using the wire, but the supra-renal stent and delivery system interfered with each other, and the delivery system could not be removed. Therefore, the operation was switched to open surgery. At the procedure it was observed that there was a tiny bump inside the lumen which may have caused the guide wire not to go through the lumen. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is doing fine. The review of several device photo's showed possible glue within the lumen of the t-tube.

Manufacturer narrative:
(B)(4). Failure to follow instructions (removing the device without the guide wire).